Event description:
It was reported that patient experienced infusion set fell off due to perspiration on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunctionto date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545